Event description:
A physician reported that a male, who previously used renu with moistureloc multi-purpose solution, began to experience eye pain in 2005. He was diagnosed with a fungal corneal ulcer in his left eye. The pt was treated with topical antibiotics and steroids, with no significant improvement. The pt was then referred to the reporting physician for treatment. Photos and cultures for the eye were taken. The cultures were positive for fusarium. The pt has subsequently undergone therapeutic corneal transplantation twice [penetrating keratoplasty (pk)]. Post-operatively, the pt experienced fungal endophthalmitis and retinal detachment. Presently, the involved eye appears to be pre-phthisical and "pretty inflamed."

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.